Manufacturer narrative:
Neither the device nor additional information are available for use in the investigation at this time.

Event description:
It was reported that the acetabular cup was loose and the patient was revised.